Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the adjustment of the cv4 and the pressure relief valve back into tolerance was required. No further repair was required. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the relief valve failed. No patient involvement.